Event description:
The patient reportedly experienced trauma directly over the implant site which resulted in swelling and intermittencies. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Advanced bionics is in the process of gathering more information.